Event description:
The user sporadically experienced inconsistent values for sodium and potassium. Approximately three pt samples were involved, as the user stated this occurred a couple of times in 2009 and once in the next day. No recovery data could be provided except for the results from the last occurence. The initial sodium result was 106 mmol per l, repeat result was 137 mmol per l. The initial potassium result was 2.8 mmol per l, repeat result was 3.8 mmol per l. The erroneous results were not reported. The pt was not treated based on initial recovery.

Manufacturer narrative:
The field service rep determined the cause was a possible faulty sample syringe seal or sample probe. He replaced the sample syringe seal and sample probe, performed horizontal and vertical probe adjustment cleaned the ise dilution vessel, and primed the ise reagents. Ise calibration and qc were performed to verify the analyzer performance with results in range.